Event description:
Philips received a complaint about the v60 device indicating that it gives a message that the battery needs to be replaced. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
(B)(6) the customer stated in a good faith effort (gfe) response received on 12jan2023, the philips field service engineer (fse) confirmed that there was no device issue that led to the need for battery replacement. The v60 backup battery was due for its scheduled replacement. In a gfe response received on 13jan2023, the fse stated that the device was outside of use at the time the need for replacement was found. Therefore, this case no longer meets the criteria for reportability. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00080. All information from the original report(s) has been transferred to this report.